Event description:
Device 1 of 2; reference MFR. Report#1627487-2019-01133. Further follow-up indicates the reason the system was explanted is the patient experienced inadequate stimulation therapy.

Event description:
Device 1 of 2; reference MFR. Report#1627487-2019-01133.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-01133. It was reported the patient underwent surgical intervention wherein their entire system was explanted. Reportedly, the reason for procedure is unknown at this time.